Event description:
It was reported that the patient leads had high impedances. The patient underwent a revision procedure wherein only one lead was explanted, and all lead extensions were explanted. It was noted that during the procedure one of the lead extensions were missing two contacts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 2000003981. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 15510696/15447668/15527912.

Manufacturer narrative:
Sc-2218-70, sn: (B)(6). The returned lead was analyzed, and x ray revealed that four cables were completely broken at the bent location of the lead. With all the available information, boston scientific concludes the reported event was confirmed. There are no exposed cables at the fracture location which resulted after the lead exits the click anchor. Additionally, a visual inspection revealed melted/burned lead body insulation. It appears that the damage was a result of a typical explant procedure due to an exposure to electrocautery. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient leads had high impedances. It was noted that during the procedure one of the lead extensions were missing two contacts. The patient underwent a revision procedure wherein only one lead was explanted, and all lead extensions were explanted. The patient was doing well postoperatively.